Event description:
It is reported that the nail broke, and patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.